Manufacturer narrative:
The navien catheter model and lot number are not known as they were not recorded at the site. The navien catheter was discarded at the site and will not be returned for evaluation. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Vasospasm is a known inherent risk of endovascular procedure and is documented in the navien instruction for use.

Event description:
Medtronic received report of vasospasm related to a navien 058 intracranial support catheter during a flow diversion procedure. Intra arterial verapamil was infused to reduce the amount of spasm. The procedure was completed without any further reports of vasospasm. The patient woke up with no deficits and was discharged at baseline condition one day post-procedure. The patient was undergoing flow diversion treatment of an unruptured aneurysm in the right ophthalmic internal carotid artery (ica).